Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Black loading/unloading bottom button was disengaged from the device. For device one the engineering team found there was a broken needle fragment lodged in the jaw of the device. The engineering team found that the plunger of device one was intact with no damage or signs of deformation. For device two the engineering team also found that the plunger was intact with no damage or signs of deformation. The engineering team found that the jaws of device two did not open fully and found that the center was broken once the device was dismantled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. Replication of disengaged or broken loading button may be attributed to an incorrect use of the device, against the instruction for use of the product that affected the proper functionally of the device. This might cause the necessity for the user to exert pressure on the button which results in the button disengaging or breaking off the plunger. Replication of bending or breakage of the center rob may occur when the user exerts excessive force on the toggle lever with the handle not fully closed or the needle not correctly parked into the blade¿s slot. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic nissen fundoplication surgery, the lever broke off two (2) of the devices from the same lot number. No patient injury.